Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37651, serial# (B)(4), product type: recharger.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The consumer reported that the patient had to charge more frequently and that it takes a long time to charge the patient's ins, which began about halfway through last year. The consumer reported that the patient's ins has recently been reprogrammed or switched to a new group. The consumer reported that the patient's healthcare provider stated the patient's settings are "pretty high." No patient symptoms were reported.